Event description:
Peripherally inserted central catheter fractured and broke in half right at the bifurcation. Were able to clamp off until it could be removed and was replaced with a new peripherally inserted central catheter. No pt injury.